Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion knob jammed and could not be adjusted. The user was able to resolve the issue by forcing the occlusion knob in the open position the device was used for the procedure. The user reported there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.